Event description:
A report was received that a pt went to the emergency room and received an injection of toperal, due to pain on her left leg and hip. The pt was also reprogrammed, and is no longer feeling pain.

Manufacturer narrative:
This is the final report.